Event description:
It was reported that a patient presented to a follow up appointment in-clinic where it was found that their right ventricular pacemaker failed to interrogate. An x-ray revealed the device had dislodged into the pulmonary artery. The device was explanted and replaced. Patient was stable.